Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned product was assessed for functionality and met functional specifications when powered with 6 new batteries. Additional testing supports that the misplacement of a battery can cause battery leakage.

Event description:
Customer contacted ameda, inc. On 03/30/2017 to report an incident while pumping with her purely yours ultra breast pump using batteries. Customer states that while pumping on (B)(6) 2017, she heard the pump making unusual sounds. She looked inside the battery compartment and found leaking black fluid coming from the batteries. She removed the batteries without contacting the leaking fluid, wiped it clean and continued using the pump with new batteries. She was informed not to use the pump base in which the batteries leaked. A replacement pump base was sent to customer overnight for her use. The customer was not harmed in this event.